Event description:
It was reported one cylinder of this inflatable penile prosthesis tore apart in three layers and lost pressure. The cylinder dakron mesh became scarred into the corpora lining. The patient underwent surgery to replace the device. There were no further patient complications.